Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d4(lot number), d9, e1 (last name), g3, h2, h3, h4, h6 complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified that the reamer shaft fractured just inside of the reamer head. Analysis determined the flexible reamer shaft fractured due to bending overload. Fracture surface revealed artifacts such as river lines and bending hinge that suggested crack propagation towards the outer diameter of the reamer. There were no clear indications of crack initiation, however it is suspected to be near the inner diameter of the reamer. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign: event occurred in (B)(6). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that reamer broke during surgery. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.